Manufacturer narrative:
Final analysis found that the pulse generator exhibited no output and telemetry. Premature battery depletion also occurred due to an increase in current drain. After replacing the battery and downloading the product code, no high current drain was noted.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.